Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's prescribed fill volume. The alarm occurred on (B)(6) 2014 at 10:46:01. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.